Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated erroneous troponin I results on three patient samples. Customer reported that access accutni reagent, lot 118472, and access accutni calibrators (s0-s5), lot 116461, were used in conjunction with the dxc 600i analyzer. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that the physician questioned one of the results as the result did not match the patient's clinical assessment. Customer reported that the result for the redrawn sample was lower. Customer reported that the repeat result of the original sample agreed with the redrawn sample result. Customer reported that the erroneous results were amended. Customer reported that there were no injuries or changes to patient treatment. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation codes - method code - (other): bec customer technical specialist (cts) offered to dispatch service to evaluate the instrument. Customer indicated that she will consult with her supervisor. Cts advised customer to run a systems check routine and a precision study to evaluate hardware and assay performance. To date, customer has not contracted bec regarding service. Customer has not contacted bec regarding hardware or assay performance issues.